Event description:
This patient was admitted for elective coronary evaluation. Angiography revealed a de-novo, eccentric, bifurcated, calcified type-c lesion in the distal lcx (lesion length = 33mm and vessel diameter = 3.03mm). And a de-novo, concentric, bifurcated, calcified, type-c lesion in the proximal lad (lesion length = 25mm and vessel diameter = 2.26mm). Heparin (8,000 units) was administered via IV. Pre-dilatation of the lcx was conducted with a balloon (3.0/21mm) inflated to 12 atm for 30 seconds. A cypher (3.0/28mm) was implanted at 16 atm for 15 seconds. Post-dilation was not conducted. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 3 and 3 after the procedure. Act was not measured. The patient was discharged to recovery with plans to address the lesion in the lad after five days. Isosorbide was ordered for daily administration. Five days later, the patient was brought back to the cath lab for elective pci. The proximal through mid-lad were pre-dilated with a balloon (2.0/20mm) inflated to 8 atm for 30 seconds. A cypher (2.5/23mm) stent was deployed to 2 atm for 30 seconds distally within the lesion site. Then another cypher (3.0/28mm) was deployed to 16 atm for 30 seconds, positioned proximal to the other cypher and overlapping it. Post-dilation was not conducted. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 3 and 3 after the procedure. Acts were not measured. Aspirin and ticlid were ordered for daily administration. Eight days later, the patient developed heart failure and went into cardiopulmonary arrest in the hospital. Repeat angiography revealed thrombus in all of the implanted cypher stents in the lcx and lad. The patient decompensated quickly. Treatment of the thrombus was not conducted. Cardiopulmonary resuscitation was conducted. The patient passed away quickly. Physician's comment: the cause of the thrombotic event was due to the cardiac depression and the effect of the control of diabetes.

Manufacturer narrative:
Cjs28300 is not distributed in the us; however, it is similar to us product cxs28300. This is one of three reports for the same event. Reference MFR. Report #: 9616099-2006-01344, and 01348.